Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the lead body damage allegation was not confirmed. Based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures or insulation damages.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due lead body damage. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due lead body damage. The lead was never in service. No adverse patient effects were reported.